Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when the farawave was inserted and air was aspirated, air could be aspirated continuously. No issues were noted after removing the farawave and air aspiration was performed as it was. However, when performing aspiration with the farawave inserted, air could be aspirated continuously; therefore, valve damage was suspected. Air noted in the sheath upon removing the dilator from the sheath. Thus, the sheath was replaced with another same model sheath, and the procedure was completed successfully. No patient complication was reported. It was further confirmed that no abnormalities were noted during preparation of the sheath and no leak in the sheath, nor any air was noted in the patient. Farawave, starter guidewire was inside the sheath prior to, and/or at the time, the air was observed.